Manufacturer narrative:
(B)(6) 2016 - we have requested the product back from the consumer but have not received it to date. Device not submitted to the manufacturer.

Event description:
(B)(6) 2016 - the consumer alleges that the product caused a fire on the couch. The product was placed on the couch. White smoke appeared. The consumer then unplugged the product, heard a popping sound and flames appeared burning the couch.

Manufacturer narrative:
On 2/22/2016 - we have requested the product back from the consumer but have not received it to date. On 4/25/2016 - per manufacturers inspection, heating pads are controlled by thermostats located at specific spots across the pad. If the pad is used in accordance with the ib, in a flat state and draped over the area to be treated, the thermostats regulate temperature according to design. If the pad is folded over on itself and pressure is used against the pad, temperature is not controlled and hot spots occur. The folding brings 2 wires in close enough contact to increase temperatures outside the thermostat control. This overheating event happened directly on a hard fold and according to the consumer his back was against it on their chair, per his photographs provided with the chair also being burned.. This would imply it was not draped over his back, but was in forceful contact with his body and the chair and also had a fold line that was not regulated. Root cause of overheating event: consumer folded the product and did not drape it over the area to be treated.

Event description:
For 2/22/2016 - the consumer alleges that the product caused a fire on the couch. The product was placed on the couch. White smoke appeared. The consumer then unpluged the product, heard a popping sound and flames appeared burning the couch.